Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office (B)(4). Investigation summary: based on the investigation results, the reported issue for the improper hla results was confirmed. Investigation results that were performed on the indicated failure mode were the following: the potential cause for improper hla results was a dirty flowcell. The customer reported a complaint regarding improper hla results. The field service representative (fsr) performed a service visit and cleaned the flowcell and sample injection probe (sip). After the cleaning, the samples were run, and the results were acceptable. After the works performed, the instrument was performing as intended. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd facsvia¿ flow cytometer erroneous results were obtained for patient samples. The following information was provided by the initial reporter: hla results not proper. 1) are there erroneous results on patient samples from diagnostic test? - yes. 2) was there any delay of treatment due to the issue? - no.

Manufacturer narrative:
Initial reporter address: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd facsvia¿ flow cytometer erroneous results were obtained for patient samples. The following information was provided by the initial reporter: hla results not proper 1) are there erroneous results on patient samples from diagnostic test? - yes 2) was there any delay of treatment due to the issue? - no